Event description:
It was reported that during a gall bladder procedure, the bag ripped while attempting to retrieve the gall bladder. The team successfully removed preminent of the gall bladder via laparoscopic instrument. No patient harm noted. No additional information about event is known at this time. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gall bladder procedure, the bag ripped while attempting to retrieve the gall bladder. The team successfully removed remnants of the gall bladder via laparoscopic instrument. No patient harm noted. No additional information about event is known at this time. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.